Manufacturer narrative:
Concomitant medical products: product ID: 978b133, lot# va2gdy4, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient had a fall right on the implant in a month before it was replaced. Pt states the device stopped working and the leads broke. Pt had device replaced.